Event description:
The customer reported no display illumination, vent inop & safety valve leds active. Vent inop condition; post timer/24v failure,. No patient harm reported. Patient information requested.